Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: dissection requiring medical intervention. Device issue: failure to cross/flared struts. It was reported that there was difficulty crossing the lesion in the obtuse marginal (om) with a 3.0 x 8 mm promus, it was removed, undeployed. When the stent delivery system (sds) was removed, it was noticed there was a stent strut sticking up. No dissection was notice at this time. Then it was attempted to stent the om with a 2.5 x 8 mm promus; it also was unable to cross and was removed. A stent strut was noted to be sticking up. The physician then pre-dilated with a voyager balloon, and stented the om with a different 3.0 x 8mm promus. The sds was removed, and it was at this time the dissection of the left main was noticed. The pt was asymptomatic, and the dissection was noticed during post stenting pictures. After consulting with another physician, the decision was made to stent the dissected left main. The left main was stented with a 4.0 x 8 promus. An ivus was performed of the left main, and all looked clear. All in all, it went well, and the pt was never symptomatic. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
This was not filed under MFR number 2024168-2009-00317.